Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that shortly after this pacemaker was implanted, low heart rates of 35 beats per minute (bpm) were observed on telemetry monitoring. Technical services (ts) was consulted and discussed no pacing was evident on the electrocardiogram. Concerns of oversensing were discussed. Reprogramming options were offered by ts. No adverse patient effects were reported. This device remains in service.